Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the new orders and patients were not communicating from ehr to station. A technical support specialist tss reviewed the patient history and confirmed that all events in the sequence were valid messages sent by the hospital systems. The data indicated that the issue stemmed from the facility¿s admit discharge transfer adt activity rather than from pyxis. Since the events aligned with normal adt processing, the customer was advised that any specific disruption would need to be investigated by the hospital¿s information technology it team. The tss later confirmed that hospital adt issues had been resolved. The system functioned as intended after the technical support specialist investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ es server, new orders and patients were not communicating from ehr to station. User unable to view new patients and orders in station. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.